Event description:
It was reported that a spectrum pump had a door close alarm that would not clear. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "the error message "door not closed", was not reproduced. A review of the event history log revealed shut door power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be lower hook spacing is out of adjustment. The hook adjustment will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.